Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly. The blood glucose at the time of the incident was 90 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The device was received with unresponsive keypad due to moisture damage on the electronic assembly and corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.